Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jul-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. It was reported that the patient¿s stimulation was not in the right area. The patient stated that they were not getting as much pain relief as before. There were no contributing factors reported that may have led or contributed to the issue. Reprogramming was done to try and address the issue, but the issue was not resolved. The patient reported a loss of stimulation in the areas of pain even after reprogramming. It was reported surgical intervention will occur as the patient is scheduled for a revision on (B)(6) 2018. No further complications were reported/anticipated.